Manufacturer narrative:
Lot manufactured between october 6, 2018 and october 8, 2018. Correction/removal report number: 3010291427-09/06/19-001-r. One (1) device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a spike port cap leak at the base of the spike port tubing. The reported condition was verified on the returned sample. The cause of the condition could not be determined. This issue is being further investigated. The remaining devices were not returned for evaluation; therefore a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported eleven (11) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. The leak was discovered during filling. There was no patient involvement. No additional information is available.